Event description:
PICC line inserted, both lumens aspirated and flushed. Immediate incompetency of the white lumen noted as blood was dripping from it. PICC line removed and replaced without incidence.